Event description:
Healthcare professional reported "deflation, capsular contracture baker IV" and "implant had brown gravy like goop found in and around the implant" and "patient also had flu like symptoms". This record is for the right side. The device was explanted.

Manufacturer narrative:
The reported events of infection (late onset) and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, infection (late onset), and capsular contracture, baker grade IV.